Event description:
The customer stated that her new contour meter was reading high compared to her old contour meter. While troubleshooting, she performed control tests and received a result of 217 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement strips were sent to the customer.